Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that a tubing detachment caused her to experience a high blood glucose level. Customer's blood glucose level was 561 mg/dl. The customer treated her high blood glucose level with a set change and a bolus. The device was not returned.